Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a possible sievers type 1 (right coronary cusp/left coronary cusp fusion) bicuspid native valve with heavy calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. The valve load was confirmed via fluoroscopic inspection, and inserted into the patient. The valve was deployed to 80% and visualized in the coplanar fluoroscopic view. The valve initially appeared constrained, however, after correcting for the parallax, appeared fully expanded but shallow on the non-coronary cusp. Calcification made the positioning questionable, so the valve was recaptured into the delivery catheter system (dcs). Upon redeploying the valve to 80%, it again appeared constrained. The patient then became hypotensive with torsades de pointes, so cardiopulmonary resuscitation (CPR) was initiated and the patient was defibrillated twice. The patient's blood pressure remained low. The valve was fully deployed, however, an infold was observed in the valve frame. A post-implant bav was performed using a 25mm non-medtronic balloon, but the infold was still present. CPR continued while balloon size was discussed. A second post-implant bav using a 26mm non-medtronic balloon was performed. Severe aortic insufficiency was identified and a second valve was loaded into a new dcs, valve load was confirmed, and the valve was deployed into the patient. The patient continued to decompensate and resuscitation efforts lasted for approximately one hour, however, were unsuccessful and the patient subsequently died. It was noted that there was a possible left coronary artery occlusion after the second valve was implanted, though the cause of death was unclear.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial #: (B)(6) ubd: 24-feb-2025, UDI#: (B)(4); product ID: evolutfx-34, serial #: (B)(6), ubd: 24-feb-2025, UDI#: (B)(4). Other medical products in use during the event include: product ID: 20mm trueflow dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown; product ID: 25mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown; product ID: 26mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.